Manufacturer narrative:
Additional information regarding the initial reporter was received.

Event description:
It was reported that at the user facility, the drill was overheating. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, corroded components were found within the device, including the spindle housing. Increased friction due to corrosion is a probable cause of the reported overheating.

Event description:
It was reported that at the user facility, the drill was overheating. No delay, no medical intervention and no adverse consequences were alleged with this event.